Manufacturer narrative:
No returns were made available from the customer site for this evaluation. Information from the customer site documented that only patient samples were affected by the issue and control results remained stable. Photographs provided from the customer site showed liquid droplets inside a number of collection sample tubes. The issue was not specific to any one reagent lot and attributed to specimen collection and handling. The architect operations manual and the clinical chemistry reagent package insert contain information to address the current customer issue. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. Based on the available information from the customer site and from the results of this evaluation, there is no evidence to reasonably suggest a product malfunction occurred. The issue was addressed through standard troubleshooting procedures. Concomitant product(s) : instrument serial number corrected to (B)(4).

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer reports imprecision for patient samples with the clin chem calcium assay run on one of the architect c16000 analyzers in their lab. The following was provided: sid (B)(6): 2.52 and 2.44 mmol/l (sn (B)(4)) (B)(6) 2015; 3.58 and 4.18 mmol/l (sn (B)(4)) (B)(6) 2015. Sid (B)(6): 2.64 and 2.44 mmol/l (sn: (B)(4)) (B)(6) 2015; 2.74, 2.77, 4.08 and 2.99 mmol/l (sn (B)(4)) (B)(6) 2015. No suspect results were reported from the lab with no patient impact.